Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The stryker rep was unable to confirm the patient's bone quality. It appears that the stg was followed for implantation of the screw (use of the awl to prepare the hole and the drill guide to insert the screws). Conclusion: potential root cause could be: not fully threading inserter to cage, inserter loosens during surgery, interaction between inserter, clip and cage and outer diameter of clip too large.

Event description:
It was reported that during the surgery, the screw did not lock to the plate after awling and drilling. Insertion of the screw stopped in the middle before the black line, and the screw was idling. After that the screw was extracted and the c-ling breakage was found. The surgeon exchanged it to 4.0mm diameter screw. The second screw was locked without problem.

Event description:
It was reported that during the surgery, the screw did not lock to the plate after awling and drilling. Insertion of the screw stopped in the middle before the black line, and the screw was idling. After that the screw was extracted and the c-ling breakage was found. The surgeon exchanged it to 4.0mm diameter screw. The second screw was locked without problem.